Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the specialist was facing the skin, the suture was divided in half. Another suture was used to complete the procedure. There was no patient injury.